Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient missed an alert due to sleeping deeply. The episode occurred after the sensor had been inserted in the arm. According to the report, the patient woke up with the word "high" reading on her cgm display device. Documentation notes she uses an app and tandem pump display devices. It was not specified nor clarified if the alert was not heard from one or both display devices. She tested her self with finger stick and it was 560 mg/dl. The patient experienced dizziness and blurry vision. The daughter transported her to the ed and she arrived around 1000. She was treated with 2 bags of unspecified IV and discharged around 1545 with unspecified reading approximately under 200 mg/dl. The patient was feeling good at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.. No additional patient or event information is available.